Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, broken battery tube threads, minor scratched lcd window and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the o-ring on the reservoir compartment was missing. The customer reported that the reservoir compartment hatch had crack. The customer reported that the reservoir moves around when in place. The customer's blood glucose was 106 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.